Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the myodex lead was screwed in and was found with high, out-of-range impedance. Several measurements were attempted with checking and replacing each cable connections but the impedance results remained the same. The lead was removed and replaced. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Manufacturer report 2017865-2019-13160, should not have been reported as a medical device report (MDR) as this product is not sold or distributed in the us.